Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were receiving low flow alarms in an arctic sun device and the flow rate was 0.2 l/min, they straightened all the tubing to make sure there were no kinks. Nurse added water because the water level showed only one bar. Now the flow rate was 0.3-0.4 l/min. While on the phone, device alarmed 113 (reduced water temperature control), patient temperature (pt) was 33c, targeted temperature (tt) was 33.5c, water temperature (wt) was 24c, and water flow rate (wfr) was 0.4l/min. Had nurse stop therapy, empty pad, and disconnect. Nurse straightened all tubing and reconnected pad with proper technique. Resumed therapy and water flow rate (wfr) was primed to 0.2 l/min. Had nurse stop therapy, empty pad, and disconnect pad. Walked nurse through placing device in manual control, without pad water flow rate (wfr) was 0.9 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 46 percentage, system hours were 3,228, and pump hours were 2,983. Had nurse reconnect pad, water flow rate (wfr) was 0.8l/min, inlet pressure (ip) was -7psi, and circulation pump command (cpc) was 32 percentage. Disabled manual control and resumed therapy, water flow rate (wfr) was 0.2l/min. Informed nurse to send this device to biomed labelled low flow, s/n dycty507. Nurse switched to a new device, adjusted cooling duration to the remaining 2 hours and 30 min. Started therapy, water flow rate (wfr) was 0.9-1 l/min. Encouraged nurse to call back with any issues.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. A review of the risk document, fmea ra2800010 rev 23, was performed for this investigation. The reported event is addressed in step # ra10. Based on this review the risk is within the expected range. The serial number for this investigation is unknown. The latest labeling revision will be reviewed. The instructions-for-use under baw2800548 rev. 3, baw2800424 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they were receiving low flow alarms in an arctic sun device and the flow rate was 0.2 l/min, they straightened all the tubing to make sure there were no kinks. Nurse added water because the water level showed only one bar. Now the flow rate was 0.3-0.4 l/min. While on the phone, device alarmed 113 (reduced water temperature control), patient temperature (pt) was 33c, targeted temperature (tt) was 33.5c, water temperature (wt) was 24c, and water flow rate (wfr) was 0.4l/min. Had nurse stop therapy, empty pad, and disconnect. Nurse straightened all tubing and reconnected pad with proper technique. Resumed therapy and water flow rate (wfr) was primed to 0.2 l/min. Had nurse stop therapy, empty pad, and disconnect pad. Walked nurse through placing device in manual control, without pad water flow rate (wfr) was 0.9 l/min, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 46 percentage, system hours were 3,228, and pump hours were 2,983. Had nurse reconnect pad, water flow rate (wfr) was 0.8l/min, inlet pressure (ip) was -7psi, and circulation pump command (cpc) was 32 percentage. Disabled manual control and resumed therapy, water flow rate (wfr) was 0.2l/min. Informed nurse to send this device to biomed labelled low flow, s/n dycty507. Nurse switched to a new device, adjusted cooling duration to the remaining 2 hours and 30 min. Started therapy, water flow rate (wfr) was 0.9-1 l/min. Encouraged nurse to call back with any issues.